Manufacturer narrative:
A ge representative evaluated the system and replaced the iris potentiometer. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system intermittently displays a collimator on boot up. No patient injury was reported.